Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a separation. While in the pharmacy and prior to patient use, it was noted the tubing was separated at the y-site. Though requested, no additional information was provided.